Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular fibrillation (vf) event in which competitive pacing was provided however, was noted not to have impacted detection of time to therapy. Two signal artifact monitoring (sam) events were observed as well as noise on the non boston scientific right atrial (ra) lead and pace impedance measurements of greater than 2,000 ohms. Technical services (ts) noted there was oversensing of the minute ventilation (mv) feature. The health care professional (hcp) would follow up with the provider. The device remains in service. No adverse patient effects were reported.